Event description:
It was reported that an infusor sv2.5 underinfused. This occurred during patient infusion with fluorouracil and saline. The reporter stated that the expected flow rate was 2.4 ml/hr and the device actually infused at a rate of 1 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional flow testing determined that the device flowed within specification. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed therefore the root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.